Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
It was reported that a patient was implanted with a microsensor. The patient went to have an MRI and when reattached to the icp xpress, readings were not accurate (as high as 200).

Manufacturer narrative:
Sample was received for evaluation. The sample was visually inspected. There was a bend/kink in catheter material 4cm and 112cm from tip. The sensor could not be zeroed upon receipt and was unable to be balanced. The device failed water pattern testing and had erratic readings. It was confirmed that the device was not functioning properly. Based on the condition of the device as received, the cause of the malfunction was found to be mishandling. A review of manufacturing records found no anomalies during the manufacturing process. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.